Event description:
We attempted to deploy an angioseal. Everything went fine until we were to tamper the seal into place. The tamper did not come out of the plug system. So, we ended up cutting the plug holder and tamping it with that larger piece. We cut it with scissors. It was all a big thing. I wanted to you to know the plug was deployed but the efficacy of the plug is in question, a femstop and 20 mins of pressure were also employed.